Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found it was partially deployed with blood present in the device. The foot was not fully parked due to the entangled tissue detected at the anterior foot preventing from completely parking. The tissue entangled at the posterior needle tip indicates the tissue capture occurred during device insertion. The slack detected at the link indicates the foot was opened at some point and possibly in the tissue track. Tissue capture prior to needle deployment is generally associated with the patient anatomical conditions and or incorrect deployment sequences and not product quality. Based on the evaluation, the report of the device operating differently cannot be confirmed; however, during deployment testing the posterior cuff failed to adhere to the needle tip due to the entangled tissue around the needle tip. The analysis did not indicate a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. In addition a query of the complaint-handling database was performed and there was no indication of a lot specific product quality deficiency. Based on the test analysis and the reported information, a conclusive cause for the unspecified complaint could not be determined. To assure devices operate according to specification, each device inspected during manufacturing and a quality control audit is performed.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using the perclose proglide after an interventional procedure. Reportedly, the customer complained about the device, but did not provide the details about the complaint. The method used to achieve hemostasis and the status of the patient were not provided. Reportedly, the physician is trained in the use of the device. Though requested, no additional information was provided.